Manufacturer narrative:
Product event summary: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Concomitant medical product: tissue valve, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole for nine seconds. It was noted that the right ventricular (rv) lead exhibited a pacing problem and had various increased thresholds in the recent past. Reprogramming was initially performed and, subsequently, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.